Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the inner insulation was breached and had metal induced oxidation. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer tubing overlay was melted, the outer insulation had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Event description:
It was reported that during a revision it was noted that the left ventricular lead had five insulation breaches throughout the lead. The lead was removed and replaced. No patient complications were reported as a result of this event.